Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy drainage bag. On an unreported date the patient was treated with unspecified antibiotics (dose, route and frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as reuse of a single use product (minicap). The patient was discharged 2 days after admission. On an unknown date the patient was retrained in aseptic technique. It was reported the patient was recovering from this peritonitis event. No additional information is available.